Event description:
A us distributor reported that a monitor displayed a service code 110 (overvoltage)

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (110 service code) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing the cause for the failure was isolated to a shorted components on the ca board. The root cause for the shorted components could not be positively identified. There are no adverse events associated with the monitor malfunction.